Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomalies. The stimulator ins battery reached normal end of life. It was found that telemetry and output were okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative (rep) that their prime battery cell reached elective replacement indicator (eri). There was an allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. The patient was programmed at 6.5v with 2 programs using a +,-,-,+, pulse width of 450, and a rate of 60 on each program. The rep thought the patient only needed one program going to get proper therapeutic effect. It was noted that may have given the patient a few more months out of the battery life. The patient thought they were implanted with a rechargeable ins but found out later post implant that it was a non-rechargable ins. The patient saw eri in (B)(6) 2016 and could not believe it lasted only 9 months. The patient experienced a burning sensation at the ins site and it was sore to the touch with a gradual onset. Additional information from the rep indicated both programs had 2 cathodes and 2 anodes, and they didn¿t run through the calculator but they assumed it was about correct for those settings. They decreased to 1 program and scheduled a battery replacement. The cause of the longevity issue was high settings running 24 hours a day. The ins had what appeared to be normal end of service (eos) after about 10 months. The patient though this might be premature depletion, so they would like product analysis on the generator. The patient was running two or more programs at 6.5 ma or greater 24 hours a day. The generator was checked in an office setting and the elective replacement indicator (eri) flag was observed. The device was replaced with a rechargeable battery and the issue was resolved. The ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.